Event description:
The customer reported to olympus, the camera head had an artifact and colorless image. It also had complete loss of image during use. The camera had problems in the part of the connector that goes to the processor, and a break in the wiring. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found loss of sealing due to several cuts in the cable, interference with no image and with no red color, the adapter had rust in some parts, in the adapter and the mechanism has a slight failure due to wear, the adapter and the communication cable had damage due to stress from use and required replacement. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon was reproduced, and it was determined that image display failure occurred because of a communication failure due to damaged cable. The cable damage was mentioned to have resulted from stress caused by use. It was recommended to replace the cable and the adaptor. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 18 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.